Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. There was no compromised force sensor system alarm. The drive support disk was inspected and no anomaly was noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 260 mg/dl. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that the pump is dropped every once in a while. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.